Event description:
It was reported that during an exam the table on the axiom luminos drf system suddenly began to tilt and hit a patient sitting on a wheel chair next to the table. According to the provided information, the tilting motion began without the operator touching the joystick and initiating system movement. It was reported that the patient might have received some bruising but this information was not confirmed.

Manufacturer narrative:
The axiom luminos drf system is equipped with the red emergency stop buttons. Pressing these buttons will cause the system drives to shut down and movements will be stopped immediately. Movement can only be continued when stop is canceled. The provided log files show that the emergency stop button was activated by the operator. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted october 30th, 2014.